Event description:
Additional information received indicated that another red alert was detected for high shock impedance measurements which was found to be an ongoing issue. A defibrillation threshold (dft) test was done with normal shock impedance measurements. No revision procedure was yet taken or planned. The patient will continue to be remotely monitored. The system remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this device caused a red alert to be declared due to high shock lead impedances. The patient's physician is aware of the situation and the pacing system remains implanted at this time. (The right ventricular defibrillation lead model and serial number are unknown at this time) no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.